Event description:
A malfunction alarm identified as "malf 16" was reported by the customer with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer was advised to switch to multiple daily injections (mdi) as a backup insulin delivery method, and a replacement pump was arranged by technical support. The technical support team confirmed the shipping address and provided instructions for returning the faulty pump, which the customer accepted and acknowledged.